Event description:
On b)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter was displaying an ¿error 3¿ message. Per the owner¿s booklet, an error 3 appears when blood or control sample is applied before the meter was ready for sample application. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started ¿around b)(6) 2014¿. The patient manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿shakiness and sharp pain in neck and shoulders. The patient treated herself with more food/drink. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.